Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple severe low blood glucose levels (value not provided) and customer required assistance from spouse to address bg. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot.